Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of blocked cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl for an undisclosed time wearing the pod. The reporter stated the pod stopped delivering insulin and believes there could be a blockage. As treatment a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula found no damage. The data downloaded from the device did not show any timeouts or drive stalls during the run. There was no device problem found.